Event description:
It is reported that the provisional fractured as the surgeon attempted to remove it.

Manufacturer narrative:
Eval codes: the returned articular surface has fractured a/p at approximately the middle of the device. Both pieces were returned with the complaint. A trial assembly of the two pieces indicates no missing segments of the device. Some deformation damage is observed around the anterior side of the through hole. The device meets specifications as measured. Device history records indicate device manufactured to specification.